Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. The reason for explant was not provided. Additional information is being requested.